Event description:
Boston scientific received information that this patient contacted patient services to report that this device was generating beeping tones over several days. Patient services suggested that the patient should contact the clinic to discuss further. The clinic contacted boston scientific's technical services (ts) to report that this device detected an alert (voltage too low for projected remaining capacity). The clinic was informed that the device should be replaced immediately. Ts explained that if the patient was seen in-clinic, a save-to-disk could be performed to provide an estimation on the remaining longevity. Subsequently, boston scientific received information that this local representative contacted ts to report that this device was interrogated and a fault code#1003 was displayed. Technical services provided information concerning the displayed fault code and recommended device replacement and a save-to-disk if the patient is seen in-clinic. At the time of the call, the device displayed a charge remaining of 1.49 associated with a power consumption of 50 uw. Ts was informed that the patient has been scheduled for device replacement. Boston scientific received information that this device was explanted without incident and was received in return products.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that three voltage battery faults (fault code 1003) had been recorded. External visual inspection noted minor body fluid contamination in the lead barrels. Manual electrical measurements noted normal sensing, pacing, and defibrillator functions. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.